Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Please see updates to d9, h2, h3, h4, h6, and h11. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; swab distal end cfu: 1cfu. Bacterial identification: moraxella osloensis. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; swab distal end cfu: 0. Bacterial identification: n/a. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and confirmed by olympus during first sampling testing. However, when olympus culture tested after reprocessing in accordance with the IFU after repair, the results are in accordance with the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for an unknown number of colony forming units (cfus) of sphingomonas paucimobilis (gnb). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.